Event description:
It was further reported the 80% stenosed lesion was located in a mildly tortuous and moderately calcified leasion. The balloon ruptured on the third inflation. Femoral bleeding is due to the introducer sheath being removed and the stump of the balloon remaining in the artery which means that the femoral puncture was larger than the diameter of the balloon catheter and blood escaped around the balloon catheter. Bleeding stopped after applying pressure to puncture site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous angioplasty procedure, balloon rupture occurred. The lesion origin was in the right common iliac artery. The physician entered the patient thru the left femoral artery. He inflated the wanda 8.0-40, 80 balloon approximately two to three times. On the last inflation, the balloon ruptured. At what atmospheres is unknown. The physician pulled back the balloon up into the aorta to allow him to flush the angiogram of the arteries in the leg. He then pulled the balloon into the groin to remove it from the patient. At this point, he could tell that the balloon had not ruptured longitudinally, it had ruptured circumferentially. He advanced a wire through the balloon catheter for stability and tried to advance a 5fr sheath (non bsc) over the balloon to try and capture the balloon inside the sheath allowing him to remove it intact as one piece. This was not successful. He then tried the same with a 6fr sheath (non bsc) but this was not successful. He tried to pull and retract the whole device and the balloon catheter snapped leaving a portion of the balloon inside the patient, with the catheter portion left in the patient protruding enough to be seen. The patient started to bleed from the femoral artery; however, the balloon acted as a plug so the bleeding did not last long. Pressure was applied and the bleeding stopped and the patient was then taken for emergency surgery to remove the balloon. All of the balloon was removed. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Initial reporter phone: (B)(6). (B)(4).

Manufacturer narrative:
The device was returned in three sections as a result of a break having occurred 565mm distal to the strain relief. A further break had occurred in the tip section of device 50mm proximal to the tip of the device. A complete circumferential tear had occurred in the balloon material 7 mm distal to the proximal edge of the proximal sleeve. The distal section of the balloon was bunched up towards the tip of the device and was covered in blood. There was approximately 7mm of the proximal section of the balloon material intact on the shaft. Both the distal and proximal ro markerbands were intact. Several kinks were noted along the length of the inner shaft. The area of the shaft where the break had occurred was stretched. The damage is consistent with the device having been pulled on in order to remove the device from the patient. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported the 80% stenosed lesion was located in a mildly tortuous and moderately calcified lesion. The balloon ruptured on the third inflation. Femoral bleeding is due to the introducer sheath being removed and the stump of the balloon remaining in the artery which means that the femoral puncture was larger than the diameter of the balloon catheter and blood escaped around the balloon catheter. Bleeding stopped after applying pressure to puncture site.